Manufacturer narrative:
Date of event estimated. It was reported to abbott during an ipg replacement and possible lead revision, a wet tap occurred. While attempting to place a lead, a wet tap occurred. The physician tried placing it a lower level and a wet tap was noted there as well. This occurred after all leads, anchors and the ipg were removed. It¿s unknown if the patient experienced any symptoms associated with the wet tap. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8031795.

Event description:
It was reported that during a procedure when the physician was attempting to place a lead, a wet tap was noted. The physician tried a lower level, but a wet tap was noted as well. The physician also stated that the patient must have fractured their l1 vertebrae during one of the patients falls. The physician decided to abort the case. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Correction - device correction to lead that was not implanted or explanted. It was reported to abbott during an ipg replacement and possible lead revision, a wet tap occurred. While attempting to place a lead, a wet tap occurred. The physician tried placing it a lower level and a wet tap was noted there as well. This occurred after all leads, anchors and the ipg were removed. It¿s unknown if the patient experienced any symptoms associated with the wet tap. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Event description:
Additional information was received stating that the lead was neither implanted or explanted and therefore the device information was updated.